Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device exchange, increased capture threshold resulting in loss of capture and increased pacing impedance were observed on the right ventricular (rv) lead. An x-ray was performed and no anomalies were noted, however, insulation damage was suspected. The physician did not take any further intervention, the new device was successfully implanted and the rv lead was connected. The patient was stable and will continue to be monitored.